Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported they experience low readings (88% spo2) in cases where this spo2 seems not to be correct. No patient impact or consequences were reported.

Event description:
The customer reported they experience low readings (88% spo2) in cases where this spo2 seems not to be correct. No patient impact or consequences were reported.

Manufacturer narrative:
Corrected data: device evaluated by MFR was updated from "not returned to manufacturer" to "yes."

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6). Model# was corrected from 4003 to 4003-9. Lot# corrected from a blank field to 17nbq. Exp. Date corrected from a blank field to 12/01/2020. Unique identifier (UDI) corrected from a blank field to (B)(4). Device manufacture date corrected from a blank field to 12/05/2017.